Event description:
It was reported that the device was placed ok until the customer went to lock it into place and they noticed that the end cap was missing. They replaced the device and used another. There were no adverse events reported. Sales rep confirms that customer retained product and she has it to send in.

Event description:
Patient is an elderly female with left ventricular assist device (lvad) placed approximately seven weeks ago for transition therapy in preparation for heart transplant. Patient was admitted approximately three weeks ago with achalasia and gi bleed. During hospitalization lvad demonstrated hemolysis based on laboratory testing and need for repeated blood transfusions. Patient's red blood cells were broken us while passing through lvad. This potentially led to liver and renal failure. Unable to replace due to patient's deteriorated condition. Device eventually stopped working on six days ago and was shut off. Patient expired shortly after. With two gi bleeds in less than a month, unable to achieve therapeutic anticoagulation.====================== health professional's impression======================faulty device====================== manufacturer response for left ventricular assist device, heartmate ii======================have not yet heard from them, as device just returned yesterday

Manufacturer narrative:
Evaluation results: no end cap was returned with the device. The contamination guard was cut off of the device to be able to inspect the device shaft. Visually there are four sharp kinks in the device shaft. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history record review was performed and the correct numbers of end caps were used during manufacturing of the device. This device passed all specifications with no non conformances. We are unable to determine how or where the end cap detached from the device. No corrective action will be pursued at this time.

Manufacturer narrative:
Device evaluation is in process.